Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a power failure. A field service engineer (fse) unplugged everything from the power supply to determine whether something was causing a short. The fan and power module still did not turn on. The fse replaced the power supply to resolve. Once connected, power was restored. The fse tested the power in the hardware testing application and had the customer confirm that the power was working. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the system began beeping and subsequently lost power. The customer confirmed that the wall outlet had power and attempted another outlet, but the unit still would not turn on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.